Manufacturer narrative:
The device was not returned for evaluation as it was determined that the non-olympus tubing attributed to the incident. This report is being filed in an abundance of caution.

Event description:
The service center was informed that during a stone extraction procedure, the tubing used with the shock pulse system burst and sprayed saline, kidney stone fragments and patient blood into the sales representative¿s eye. Pressure built in the tubing when a large stone fragment lodged in the tubing and caused one connection to burst. As result the patient underwent blood panel testing which included (B)(6) antigen/antibody combo, (B)(6) antigen, (B)(6) pcr all results were (B)(6). There was no injury to the patient.

Manufacturer narrative:
This supplemental report is being submitted to report additional information and correct the model/serial number. The instrument history was reviewed and found the device was returned june 25, 2020 for an un-related issue. The customer reported error light would not go off. Olympus service confirmed the ur and attributed error light to a faulty control board. All functions tested ok and within specification. Control board was replaced to address the faulty light.